Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
The pump had "caused the patient more harm" since implant; the patient had more pain after implant than when they implanted it. The patient had the upper spine pain that they were trying to eliminate to begin with and also had new lower back pain, down towards her kidneys and her bladder where they inserted the "tube". The patient also had pain at the implant site; it stuck out of her stomach about 2-3 inches and caused her pain just by being there. If she sat in a different position or happened to bang it on the counter or something like that she "went through the roof". It hadn't provided any pain relief since implant. The patient was having the medication reduced so that the pump could be removed. The device system was delivering dilaudid, baclofen, bupivacaine, and clonidine. It was noted that the patient was having problems with her current healthcare provider (hcp) and the hcp was refusing to see the patient. The patient had a refill scheduled for (B)(6) 2012; it said "at max activation" (the patient was allowed 2 activations a day and she did not use them). The patient was going to miss the refill, but had located another hcp who could maintain the pump; that hcp thought the patient probably had at most 7 days of drug after the missed refill date and felt she could get the patient in 48 hours. The patient had not heard any alarms yet. Additional information has been requested; a follow-up report will be sent if information becomes available.